Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller¿s white power cable strain relief was confirmed via analysis of the submitted photos and evaluation of the returned system controller (serial number: (B)(6)). Visual inspection of the submitted photos revealed that the white power cable strain relief was separated from the connector. Inspection of the returned controller revealed that the strain relief had been reattached to the connector; this is consistent with the provided information indicating that the account was able to ¿mend¿ the strain relief to the connector. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The power cables were manipulated by hand during testing without any issues. Further evaluation of the controller¿s white power cable did not reveal any issues that would have resulted in the strain relief separating from the connector. The submitted log file and log file downloaded from the returned controller contained approximately 17 days of relevant data combined (29jun2020 ¿ 15jul2020 per the timestamps). The data in the log file did not indicate any issues with the system controller. No notable alarms were observed in the log file. The driveline was disconnected on (B)(6) 2020 at 13:43:11 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 16jun2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's controller had a damaged white power lead. There were no active alarms. The bend relief was mended in order to protect the exposed wires. There were no other unusual events seen in the log file. The controller was exchanged.